Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a routine visit to the physician the patient was experiencing increased incontinence with an artificial urinary sphincter (aus). The patient underwent a cystoscopy in which it was confirmed that the device was not cooperating. The physician suspected fluid loss as the cause for the device not working. A surgical procedure was performed in which the existing balloon was removed and replaced. Upon explant, saline solution was injected in the balloon, revealing two large tears in the component. The patient was expected to fully recover following the intervention.